Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the infectious disease the patient was in contact with was (B)(6) and that the patient has it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was originally implanted in 2011 and set at 2.0. The patient underwent a magnetic resonance imaging (MRI). Post MRI, the reading was at 1.0, and the surgeon was unable to adjust the valve to 1.5. They tried manual manipulation of the rotor by lifting and lowering the magnet multiple times and rotating the rotor with the magnet multiple times; however, a change could not be performed. The manufacturer representative was contacted and brought in a m2 magnet. The m2 magnet was able to adjust the valve. After the m2 adjustment, the normal hand tools still would not control the valve. The surgeon did not feel they could leave the valve in the patient since it could no longer be controlled; therefore, the valve was replaced. The patient's status at the time of the report was alive-no injury.